Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred between (B)(6) 2025 and involved a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros®, bag hanger, drop-in red cap where it was reported that the product has an unidentified white substance in tube. The issue was identified when the registered nurse (rn) was priming the tubing with chemotherapy for a specific patient. There was no patient involvement and no harm reported.

Manufacturer narrative:
Investigation summary: received one (1) open/unused. List #cl3020, 40" (102 cm) appx 4.8 ml, admin set w/chemolock¿ w/red cap, 20 drop in-line drip chamber, spiros¿, red cap, bag hanger; lot #13878126. As received, the set was inspected with uv light, and the presence of solvent at the bond connection with the chemolock and the drip chamber in all the sets was confirmed. While there is visible white substance in the tubing near the drip chamber, this amount is in the allowable range. The complaint is not confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.